Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed button error. Customer declined the troubleshooting and replacement device. Blood glucose was not provided. Customer disconnected call. No further information reported.